Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to patient reported intermittencies with the device use. The patient was reimplanted with another cochlear device during the same surgery.